Event description:
We recently identified a box medline restore nitrile maxoat+ that showed visible mold. In an abundance of caution, central supply is removing all boxes of gloves with the impacted lot number. The lot in question is lot #an506610281.